Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. The reporter denied damage to the audio bolus button and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2019 with the following findings: during investigation, the bolus button torn/punctured, bolus button is inoperable - bolus button slug was found to be missing.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.